Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 4.1 pocket c3 cubie, requires maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the cubie required maintenance. A field service engineer inspected the main 4.1 drawer, and when recovery was attempted it gave the option for a cubie that was not there because it had already been released. The failure was cleared, and the rx (pharmacy technician) tested the application. The system functioned as intended after the field service engineer repaired the device.